Event description:
The customer stated that her blood glucose was tested using her contour meter and her doctor's meter. The doctor's meter read 106 mg/dl, while the contour read 477 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received results of 192 and 193 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.